Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear starting approximately at the distal end of the proximal markerband extending for a length of 15 mm distally. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. There were no issues with the shaft of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.